Event description:
Caller reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert during the event. The issue was resolved prior to contacting cts and did not result in a pump shutdown or inability to turn it back on. There was no reported impact to the customer¿s blood glucose level. The customer changed charging supplies, using the tandem wall adapter and charging cable, which allowed the pump to begin charging again with no further assistance needed.